Event description:
Boston scientific received information that the pacemaker had remaining two and a half year on its longevity. However, after three months the gas gauge indicated less than half a year. Boston scientific technical services (ts) then explained magnet rate. In addition, the health care professional (hcp) stated that there were some adjustments made to outputs to provide better safety margin that may have impacted the longevity. Right ventricular (rv) was also noted to be high. Moreover, this pacemaker still remains in service. No adverse patient effects were reported. Additional information indicated that the pacemaker was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that allegation against the device was not confirmed as the device was operating normally. The device triggered replacement indicator while implanted and passed labeled longevity calculation. Manual electrical measurements noted normal sensing and pacemaker functions. Bin hopping analysis indicates the device is not operating on a bin edge.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had remaining two and a half year on its longevity. However, after three months the gas gauge indicated less than half a year. Boston scientific technical services (ts) then explained magnet rate. In addition, the health care professional (hcp) stated that there were some adjustments made to outputs to provide better safety margin that may have impacted the longevity. Right ventricular (rv) was also noted to be high. Moreover, this pacemaker still remains in service. No adverse patient effects were reported.